Event description:
It was reported that the bladder of a large volume infusor ruptured. The bladder rupture occurred while filling the device in the central mixing station prior to patient use. The device was filled with fluorouracil 2500mg (50ml) conditioned in dextrose 5% (140ml) with a total volume of 140ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between april 4, 2023 and april 5, 2023. H11: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video noted evidence of a bladder rupture. The reported condition was verified. The cause of the condition could not be determined; however, possible cause can be related to inherent variation in the material from manufacturing, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.